Event description:
The customer's mother reported hospitalization due to high blood glucose and insulin pump alarmed no delivery. Customer's current blood glucose was 317 mg/dl. Troubleshooting was done for high blood glucose. Customer treated with manual injection. Customer stated was hospitalized due to high blood glucose. Customer's blood glucose was 282 mg/dl. She had diabetes ketoacidosis and high blood glucose. Customer was wearing the insulin pump at the time of hospitalization and stated was getting no delivery alarms. Troubleshooting was done. Customer stated that the only reason why her blood glucose was high due to numerous no delivery. Customer requested insulin pump replacement. No further information provided.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).